Event description:
During the f/u of the device involved in this report, the physician observed that av delay values have been reprogrammed automatically part to the values that were entered during the implantation procedure.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)